Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to patient condition, following a review of the reported event details, available information, and product record review, it is most likely the presence of reported anatomical factors, presented a constriction over the device and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported image lost. For the reported device entrapped air, the cause was determined as cause not established since the device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion, with a length of 30 mm and a vessel diameter of 2.5 mm, was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. The patient condition was stable, and no complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to patient condition, following a review of the reported event details, available information, and product record review, it is most likely the presence of reported anatomical factors, presented a constriction over the device and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported image lost. For the reported device entrapped air, the cause was determined as cause not established since the device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion, with a length of 30 mm and a vessel diameter of 2.5 mm, was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. The patient condition was stable, and no complications were reported.